Event description:
It was reported that during a low anterior resection with robotics, after twenty minutes of robotics the case was changed to open. The patient had really bad diverticulitis the patient had a colovaginal fistula for two years very friable tissue. When they used the device the tissue on the distal donut was broken (distal donut was not complete), but the proximal donut was good. The surgeon believes it was due to friable tissue on the distal end as well as other patient factors. Patient did receive a colostomy.

Manufacturer narrative:
(B)(4). Batch # 205a60. (B)(4). Additional information was requested but not available. What were the indications for surgery? What surgical procedure was performed? Was the convert to open related to the alleged device issue reported? Was the friable tissue the reason for the colostomy? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak? How was the leak addressed? Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the (B)(4) device arrived with no apparent damage. Only half washer was present and there were no staples present. When the battery was installed the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/28/2022. Additional information: doctor advised she believed it was due to friable tissue on the distal end as well as other patient factors noted earlier in complaint (bad diverticulitis and colo-vaginal fistula for two years with very friable tissue). Upon review of the information provided, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable.